Manufacturer narrative:
Additional information the following field was updated per additional information received: section a3: gender: female all pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Implant date: if implanted, give date: not applicable, as there is no indication that the lens was implanted. Explant date: if explanted, give date: not applicable, as there is no indication that the lens was implanted; therefore, not explanted. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed the complaint lens was received stuck inside the complaint cartridge of the simplicity handpiece overridden by a bent plunger rod. Cartridge damage and cartridge tip damage were observed as well. No additional defects or assembly issues were observed before and after disassembly. The lens was not removed to avoid introducing additional damage unrelated to the return condition of the lens. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. The search in complaint system revealed no other complaints for this production order number have been received. Conclusion: the reported complaint issue of cracked cartridge could not be confirmed. However, the observed issue of cartridge damaged is similar to the complaint issue cartridge crack and could not be confirmed to be related to the manufacturing or design process. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Attempts have been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of the preloaded device broke/ cracked while inserting the intraocular lens (iol). Only the cartridge tip made contact with the patient's right eye. Outcome did not interfere with patient's activities of daily life. No other information was provided.